Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The physician attempted to place the taxus express2 8.8% 3.0 mm x 12 mm stent and it slipped off of the balloon. The physician does not know if the stent is still in the pt or not. Attempts to obtain additional info have been unsuccessful.